Event description:
A physician reported a pt who was double skin tested on 8/11/97 and 8/25/97. Both skin tests had a negative result. On 9/19/97, the pt received her first treatment with three formulations of collagen in the glabella, a scar on the right lower chin, nasolabial folds, oral commisures, and medical periorbital lines under the eyes. The pt called the physician's office on 12/5/97 and reported that she began experiencing intermittent swelling and induration in the glabella and the chin about 2 months after the treatment (approx 11/19/97). She was seen on 12/5/97 with swelling and induration at the chin and glabellar treatment sites, some lumps within a 1 cm proximity to the glabella, and the pt was complaining of intermittent pain at the symptomatic areas. At that time there was no intervention prescribed. On 12/12/97, the pt phoned the office to report she had more lumps developing in the glabella. The skin test sites remained asymptomatic. The physician diagnosed a hypersensitivity to collagen and prescribed a medrol dosepak and benadryl.